Manufacturer narrative:
This report is filed on february 6, 2020.

Manufacturer narrative:
This report is submitted on 06 december 2019.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use subsequently the device was explanted on (B)(6) 2019.